Manufacturer narrative:
No button error alarm noted during testing. Esc button did not respond due to corroded keypad trace. Failed battery test alarm, weak battery alarm, and bad battery alarm were not verified due to unresponsive button. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated she may have held the buttons down for longer than 3 minutes. The customer was advised to discontinue use and revert to a back-up plan. Her blood glucose level was 451 mg/dl, which she reportedly treated for using the insulin pump. Customer stated that before the issues, she delivered a bolus and the screen went blank, so she removed the battery and put it back in. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.